Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient is in follow up with variable shock impedance, in/out of range. Other values are okay. Patient has had recent falls. Rep will perform postural testing to verify.

Manufacturer narrative:
On (B)(6) 2016 - this lead was explanted and replaced today during a device change out for eri.